Manufacturer narrative:
Results: migration, endoleak, disease progression; neck dilatation. Anatomy related; type 2 endoleak. Conclusion: disease progression; neck dilatation. Anatomy related; type 2 endoleak.

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 3 years ago. Aneurysm and vessel morphology is unknown from the time of implant. Currently the vessel morphology was reported as there is disease progression with aortic neck dilatation. A recent CT demonstrated that the stent graft has migrated distally 9 mm with a proximal type I endoleak due to patient anatomy. The physician implanted an endurant 25 extension cuff and the migration and the proximal type I endoleak were resolved. There were type ii endoleaks coming from the lumbar via the hypogastric artery. The physician elected to extend the ipsilateral side with a stent graft to cover the hypogastric artery to exclude the type ii endoleaks that was coming from the lumbar via the hypogastric artery. No additional clinical sequelae were reported, and the patient is fine.